Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, the surgeon clamped the tissue, pushed the green button and started firing; however the device was stopped on the half way. The display showed "0" in the cartridge status indicator. The procedure was completed with another device. There was no adverse event or patient injury.